Manufacturer narrative:
The drain most likely was damaged in use. No CAPA will be initiated following this event.

Event description:
Drain broken/cracked/fractured during use. There was a break of about 1 mm in the tube.